Event description:
It was reported that the customer experienced a blood glucose (bg) level over 600 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the ER with no known damage. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the ER visit; however, the customer did not respond. No additional patient or event information was available.